Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that the patient faced tape not sticking issue due to the infusion set being pulled out accidentally during use on (B)(6) 2026. No further information is available.